Event description:
It was reported that the biotronik implantable cardioverter defibrillator (ICD) was implanted in 2024. In (B)(6) 2025, noise was detected in the high voltage channel. A check was performed on the ICD after noise oversensing was detected in atrial, right ventricular, and high voltage channels. The field representative was unable to conclusively determine if this was an ICD or non-biotronik lead issue. Both the ICD and leads were replaced. There were no adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).